Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the ra lead was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device. The allegation was not confirmed. This supplemental is being filed to capture the return date of the product.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ra lead was explanted.